Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the short port btt black inflation valve dislodged (popped out). As a result, the balloon would not remain inflated. A replacement kit was used to complete the procedure. The hospital did not report any patient complications.

Manufacturer narrative:
Investigation results: the visual inspection revealed that the valve was not dislodged or backed out of the luer fitting, and the position of the valve within the luer fitting is typical of a functioning valve. As a secondary observation, it was noted that the balloon had burst. A functional test of the valve was not possible due to balloon damage. The reported complaint could not be reproduced. (B) (4).